Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. The wire was returned loaded into catheter. The wire was inspected and it has the distal tip kinked and the polymer damaged exposing the core wire in the distal tip end. The guidewire could not be removed from the catheter. The overall length and the outer diameter (od) of the distal tip could not be measured due to the device condition. The od of the middle and the proximal section of the device were measured and are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03914, 2134265-2016-03925 and 2134265-2016-03899. It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the distal anterior tibial artery. During a lower leg angiogram, a 300cm straight tip v-14 controlwire was advanced through a very tight lesion. A 150cm rubicon was then advanced over the guide wire to cross the lesion. However, the device could not cross the lesion, so the physician attempted to pull the wire back but was failed to do so. After several attempts of pulling the wire, the tip of the wire sheared off and was left in the patient. The physician was not able to snare out the detached tip as it was lodged in a very small vessel. The snare would not reach that vessel so the physician left it inside the vessel. Subsequently, another 300cm straight tip v-14 controlwire was then advanced through the 150cm rubicon guide catheter. The rubicon helped but still it was very difficult to removed since it was very sticky. The physician was eventually able to remove the rubicon and then advanced a 2.0mm x 60mm x 150cm coyote balloon catheter but failed to cross the lesion and when the physician tried to pull the second guide wire back, it became stuck with the coyote balloon catheter and everything had to be pulled out. The procedure was completed with a guide wire that was able to cross the lesion and the physician was able to balloon the lesion and crushed the detached tip into the arterial wall. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: late 70's. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03914, 2134265-2016-03925 and 2134265-2016-03899. It was reported that catheter entrapment on guidewire occurred. The target lesion was located in the distal anterior tibial artery. During a lower leg angiogram, a 300cm straight tip v-14¿ controlwire® was advanced through a very tight lesion. A 150cm rubicon was then advanced over the guide wire to cross the lesion. However, the device could not cross the lesion, so the physician attempted to pull the wire back but was failed to do so. After several attempts of pulling the wire, the tip of the wire sheared off and was left in the patient. The physician was not able to snare out the detached tip as it was lodged in a very small vessel. The snare would not reach that vessel so the physician left it inside the vessel. Subsequently, another 300cm straight tip v-14¿ controlwire® was then advanced through the 150cm rubicon¿ guide catheter. The rubicon¿ helped but still it was very difficult to removed since it was very sticky. The physician was eventually able to remove the rubicon¿ and then advanced a 2.0mm x 60mm x 150cm coyote¿ balloon catheter but failed to cross the lesion and when the physician tried to pull the second guide wire back, it became stuck with the coyote¿ balloon catheter and everything had to be pulled out. The procedure was completed with a guide wire that was able to cross the lesion and the physician was able to balloon the lesion and crushed the detached tip into the arterial wall. No patient complications were reported and the patient's status was fine.